Event description:
When the physician deployed the closure device it failed, manual pressure held by tech for 15 minutes. Bleeding continued from closure site. Applied femstop device; hemostasis accomplished.